Event description:
A physician reported that after intraocular lens (iol) implantation, the patient had issues with glare and halos and difficulty on the computer. Patient also had struggle with intermediate vision. The patient had been reported to be monitored currently. There was no lens exchange, lens remains implanted in patient's eye.

Manufacturer narrative:
A sample device was not returned for analysis. The lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).